Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not possible. Review of the log file didn't confirm the reported malfunction. The fse found that the geometry control module was damaged and the control didn't activate the movement of the arc. The fse replaced the geometry module and performed configuration to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not available. No harm has been reported to philips. Philips has started an investigation of this complaint.